Event description:
Customer reported that the bottom of the insulin pump came undone; she stated that bottom is lifted up and pushes insulin out. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracked end cap and missing end cap sticker.